Event description:
A report was received that during the patient¿s trial procedure, two contacts came off from the two trial leads and the leads were pulled. The physician cut off the two contacts and the contacts were left inside the patient¿s body. The physician decided to keep the contacts inside the patient¿s body since it was located in the subcutaneous space. There were no side effects and patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.